Event description:
Indication: common variable immunodeficiency, unspecified. Pt reported her pump (serial number: (B)(6) expiration date: not provided) malfunctioning. Pt said it was giving upstream and downstream errors. She also said that her infusion nurse tried everything, including changing the batteries, but every attempt was unsuccessful. Pharmacy to replace pump. Return material sent to pt for return of pump associated with event. Once returned by pt, pump will be available for investigation. No interruption to therapy, missed doses or adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.